Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging their implantable pulse generator (ipg). Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics and was able to be charged in one four-hour cycle without any anomalies and passed visual and functional testing. However, a review of the charging log revealed there was a possible misalignment of the charger and the ipg causing a lower charge current, as well as possible poor ventilation causing the thermistor to halt the charging process once the temperature limit was reached. A product labeling review that was conducted determined that the charging distance between the charger and ipg should be between 0.5-2 cm with the charger centered over the ipg. Additionally, the charger should be well ventilated for the best charging results, as documented in the instructions for use (IFU). Therefore, engineers concluded that the likely cause of the reported event was a failure to follow the IFU. Block b3: exact date unknown, event occurred in january 2024.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging their implantable pulse generator (ipg). Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.